Manufacturer narrative:
The rate seen (102 worldwide reportable incidents out of estimated 224,000+ procedures performed to date) is approximately 0.045% of the procedures and within the acceptable range as identified in risk analysis documentation.

Event description:
Post miradry treatment small bruise like spot was under left axillary, after one week, the bruised spot appeared blistered. Patient was prescribed mupirocin ointment and 3 weeks of seyara, followed by a round of doxycycline. On (B)(6) 2020, the wound opened up revealing its depth. No cultures were taken. Wound is approx 1cm in diameter and 4-5mm deep.